Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that all the nihon kohden devices were in comm loss. They later reported that the server closet had lost power due to overheating. They were able to get the server powered back up. They logged back in as the system administrator at which time the application came back up. This was also the case for the host 1000 servers and the issue was then resolved. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause for the communication issue is typically due to the bedside or the org receiver having been disconnected from the network. The root cause of this communication loss is related to environmental factors. The customer's server closet overheated, and the servers lost power because of this. The host2000 application in the server needed to be restarted to resolve the issue. There is no evidence that a deficiency of an nk device was a contributing factor to the communication loss. A review of the complaint history on the cns (pu-621ra, sn: (B)(6)) revealed no subsequent complaints reporting comm loss due to the server overheating. It is likely that the customer was able to address the environmental problems causing the issue moving forward.

Event description:
The biomedical engineer (bme) reported that all the nihon kohden devices were in comm loss. They later reported that the server closet had lost power due to overheating. They were able to get the server powered back up. They logged back in as the system administrator at which time the application came back up. This was also the case for the host 1000 servers and the issue was then resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that all nk devices in communication loss. They reported later that the server closet lost power due to overheating they were able to get the server powered back on and logged back on as the administrator the and the application came back up and this was the same for the host 1000 servers which fixed the issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that all nk devices in communication loss. They reported later that the server closet lost power due to overheating they were able to get the server powered back on and logged back on as the administrator the and the application came back up and this was the same for the host 1000 servers which fixed the issue. No patient harm reported.